Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate atrial tachy response (atr) due to the oversensing of noise in the right atrial (ra) channel. The patient was reported to have experienced supraventricular tachycardia (svt) with measurements around 160 bpm: and to have a left ventricular assist device (lvad). Technical services (ts) recommended to perform x-rays to review the position of the right atrial (ra) lead. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.